Event description:
Edwards learned of an bioprosthetic valve that was explanted due to severe aortic stenosis after an implant duration of 11 years, seven (7) months. The patient developed doe and was admitted in local hospital for chf. The patient had an echo done showed severe prosthetic stenosis with a valve area of 0.7 sq.cm. And a peak gradient of 70 mmhg. The patient was noted as stable following the procedure.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain explanted device were unsuccessful. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.